Event description:
It was reported that in preparation for a percutaneous coronary intervention, the floppy rotawire guide wire fractured. The lesion to be treated was located in the right coronary artery. This was reported as occurring during an unsuccessful attempt to insert the floppy rotawire guide wire into a 1.5mm burr. This device never entered the patient, and the procedure was completed with another of the same devices. Patient status was reported as 'good'.